Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the lot number depicted on the box matched the complaint, but the lot number depicted on the bag was different. It is possible the device was repackaged with the bag from the back-up device. The anchor had been deployed. A visual inspection revealed that the device was returned with the sutures and anchor detached. There was significant debris on the sutures and anchor. The anchor had been grasped with pliers or another grasping device for removal, causing some deformation on the metal. There were indications of repackaging, as the chart stickers matched the reported batch number, but the pouch label did not. A functional evaluation could not be performed since the anchor had been deployed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Bone quality must be adequate to allow proper placement of suture anchor. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a pcl reconstruction surgery, the handle of a twinfix was automatically disconnected when anchor was screw-in for 1/2. The procedure was completed with a smith and nephew back up device placed on the originally drilled bone hole, so the faulty one had to be removed. This occurred with a delay of less than or equal to 30 min. No other complications were reported.